Event description:
The autopulse platform does not power on with three fully charged autopulse li-ion batteries (serial numbers (B)(4), (B)(4), (B)(4). The three batteries were recently charged on the autopulse multi-chemistry chager and showed 4 green led lights. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr is covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion and corrective action plan.